Event description:
At end of open heart case, bloody fluid noted in ice machine well and leaking from drape. Pt to be followed by infection control dept for any signs of infection. Pt discharged with no signs of infection.